Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, the device failed to pace. Telemetry was confirmed and atrial and ventricular lead impedance was >2500 ohms. Therefore, a new device was placed.